Manufacturer narrative:
Literature citation: tamrazi, a (2015, october, 20). Percutaneous retrieval of permanent inferior vena cava filters. Cardiovasc intervent radiol, 1-8. Complaint conclusion: as reported in a publication, percutaneous retrieval of permanent inferior vena cava filters. In one case involving a (B)(6) year old female patient with a trapease filter that was complicated by ivc (inferior vena cava) thrombosis, the completion cavagram demonstrated non-flow limiting ivc stenosis at the filter site that was responsive to angioplasty. After thrombolysis, the patient returned for laser-assisted permanent ivc filter removal and the filter was removed using laser photoablation from a superior approach only. The filter dwell time was 8 years. The indication for ivc filter removal was to allow for cessation of anticoagulation. This patient was heparinized (approximately 50 units/kg) during the retrieval procedure. The device remained implanted in the patient and thus was not retuned for analysis nor was a sterile lot number provided to conduct a DHR. Stenosis is an abnormal narrowing, of the ivc in this case, which may be caused by a lesion that reduces the space of lumen (e.g., atherosclerosis). Other contributing factors include, but are not limited to, diabetes, inflammation, infection, hypertension, hyperlipidemia, and cigarette smoking. Upon the review of the available information, there is no evidence to suggest that the event is related to the design or manufacturing process of the device. Therefore, no further action will be taken.

Event description:
As reported in a publication, percutaneous retrieval of permanent inferior vena cava filters. In one case involving a (B)(6) year old female patient with a trapease filter that was complicated by ivc (inferior vena cava) thrombosis, the completion cavagram demonstrated non-flow limiting ivc stenosis at the filter site that was responsive to angioplasty. After thrombolysis, the patient returned for laser-assisted permanent ivc filter removal and the filter was removed using laser photoablation from a superior approach only. The filter dwell time was 8 years. The indication for ivc filter removal was to allow for cessation of anticoagulation. This patient was heparinized (approximately 50 units/kg) during the retrieval procedure.